Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue damage. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported poor image resolution was due to difficulties seeing the leaflets. The reported additional therapy/non-surgical treatment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted significant tethering and imaging was not clear between leaflets and chordae. The clip delivery system (cds) was advanced to the mitral valve; however, after the clip grasped the leaflets, a jet was observed during leaflet insertion assessment from the anterior mitral leaflet. The clip was re-opened and retracted to the left atrium to evaluate the leaflet. A jet was observed indicating a suspected leaflet tear. The clip was re-positioned from central to medial where the observed jet was located. The mr was reduced from grade 4 to 1-2, and then the mr condition at the tear region was monitored for 10-20 minutes. The mr did increase, and therefore the clip was implanted. The patient¿s hemodynamics improved. One clip was implanted, reducing mr to 1-2. There was no reported clinically significant delay in the procedure. No additional information was provided.